Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in the mid of (B)(6) 2021 estimated date, a (B)(6)-year-old female patient faced an issue with the infusion set's tubing as the site appeared to fine, but the infusion set was not delivering the insulin, due to which she experienced high blood glucose level which they tried to treat with a bolus via pump, but on (B)(6) 2021, the patient went to the emergency room due to diabetic ketoacidosis. Her highest blood glucose level was 565 mg/dl and she had high ketone level which her healthcare professional assessed not to be dangerous/life threatening. The infusion had been used for three days. During her stay in the emergency room, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously which resolved the issue. After staying for five hours in the emergency room, on the same date ((B)(6) 2021), the patient was released from the emergency room with no permanent damage. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.